Event description:
Customer reported the infusion tube broke away from the connector, and this resulted in elevated blood glucose. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.